Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited several episodes of t wave oversensing. Programming changes were discussed. No intervention was performed. The patient was stable.

Event description:
New information received stated that review of stored egms indicated that the implantable cardioverter defibrillator exhibited t wave oversensing on (B)(6) 2019. Programming changes were discussed but have not been performed.